Event description:
The patient underwent a microlumbar discectomy on the left side in the l4-5 area for sciatica on (B)(6) 2011. During the procedure, a 1-mm gold-tipped kerrison broke and the tip of it became lost. The surgeon was unable to see it on the fluoroscopy machine or with gentle dissection and additional drilling where the retained fragment was presumed to be. He discussed this with the patient's family member during surgery, and agreed we would close at that point without finding the fragment. A postoperative cat scan done shortly after surgery, the same day, showed there was a retained fragment that had migrated below the pedicle on the left l5 area and was in the l5-s1 foramen. The patient returned to surgery the following day and the fragment was removed without complication.